Event description:
It was reported from (B)(6) that the attachment device was frozen and was not functioning. It was not reported if the event occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was frozen. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to worn bearings cause by exposure to organic debris and materials which led to corrosion and normal component wear out. This is further defined as wear from normal use and servicing.